Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom of incontinence is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing recurring incontinence. The device was found to be functional, and the physician suspected the cuff was not tight enough to provide adequate continence. A surgical procedure was performed in which the cuff was replaced with a smaller size and connected to the existing system. There were no further patient complications reported.